Event description:
The reporter stated that approx 2 1/2 weeks ago, reporter's parent (pt) was experiencing symptoms of dizziness, swollen feet and pains in the neck and chest for several days. Pt's one touch meter read 140 mg/dl. Reporter transported pt to the ER where a lab test result was 540 mg/dl. The pt was treated and released after 9 or 10 hours. The meter is incorrectly cleaned with alcohol and no quality control tests are performed.